Event description:
Tip of syringe broke off when removing syringe from the IV tubing when discontinuing lipids. This occurred 7 times since (B)(6) 2012, with the original being on a different patient. Another incident occurred in IV room while preparing a medication. No injury to patients.